Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the starter hole was off center. No harm reported and no photo provided.

Manufacturer narrative:
Returned sample evaluation: there are no photographs associated with this case and no unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even though there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformance's have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.